Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv ripped and leak out. The following information was provided by the initial reporter: the issue reported is that the nurse pulled the set out of the channel to remove air and the tubing ripped and the lipids leaked out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-sep-2022. A complaint of tubing ripping apart and the set leaking was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set had separated from the lower part of the pumping segment. The top half of the set was not returned. A device history record review could not be performed on model 2420-0007 because the lot number is invalid. A definitive root cause could not be determined as the top half of the set was not returned. A possible root cause for the defect seen is an insufficient amount of solvent being added to the connection site. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv ripped and leak out. The following information was provided by the initial reporter: the issue reported is that the nurse pulled the set out of the channel to remove air and the tubing ripped and the lipids leaked out.